Event description:
Complainant alleged that during biomed testing the device's battery compartment was warped and they were unable to install a battery. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.